Manufacturer narrative:
B1 type of report, corrected data: initial report inadvertently forgot to also select adverse event. B2 outcomes attributed to adverse event, corrected data: initial report inadvertently left blank. D4 lot number, corrected data: initial report inadvertently did not provide the suspect device's lot number.

Event description:
It was reported that the patient had high impedance and experienced increased seizures. The patient has been scheduled for lead replacement. No known surgical intervention has been reported to the manufacturer to date. No other relevant information has been reported to the manufacturer to date.